Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, cl gen.2 ise indirect na+, k+, cl- for gen.2 results for one patient sample. The initial sodium result was 118 mmol/l and the repeat result was 144 mmol/l. The initial potassium result was 3.46 mmol/l, and the repeat result was 4.89 mmol/l. The initial chloride result was 79.6 mmol/l and the repeat result was 101.9 mmol/l. The initial results were reported outside the laboratory. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the water in the cuvette overflowed out onto the metal plate. The investigation determined the issue found by the field service representative was the cause of the event as the sample would have been diluted by the water.